Manufacturer narrative:
Review of lot 17448216 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During a stenting procedure to an unknown lesion, it was reported that a precise pro rx ous (5f, 7mm x 40mm, 135cm) carotid stent delivery system (sds) system, the ¿still closed stent slipped from the shaft.¿ the closed stent was retrieved with guiding catheter. It was replaced with same like product, 60 minutes delay; there were no consequences on the patient. The product will be returned for analysis.

Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.